Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during centrifugation with bd vacutainer® serum blood collection tubes 2 tubes were cracked. There was no report of patient impact. The following information was provided by the initial reporter: customer states that their vacutainers are getting cracked while centrifuging. She said it is a smooth cut at the very bottom of the tube (right before the rounded part) and this has never happened to them before. It has happened to them 2 different times. She is not sure if it's their centrifuge or if it's the tubes. She cannot remember when the incident started.